Manufacturer narrative:
(B)(4). Attempts to obtain patient information have been unsuccessful. Additional information obtained regarding the diagnostic coronary procedure indicated the device entered the patient once to determine stent sizing. Upon removal of the device from the patient the device became stuck on the guidewire. In trying to remove the manufacturer's device from the guidewire, the manufacturer's device broke into two pieces. All portions of the device appeared to be accounted. A second of the same make and model of the manufacture's device was used to successfully complete the procedure. No tests/laboratory data was available. The implant or explant dates are not applicable to this device. Visual and microscopic inspection were performed on the returned device. The scanner body was returned on a guidewire, the device was missing the proximal fillet, weld legs, catheter shaft, and pim connector. The remaining portion of the scanner body was able to be removed from the guidewire. A small portion of the inner member remained on the device. An image test could not be performed due to the damaged state of the returned device. The probable cause of the reported failure is damage that occurred outside of the body, after use, as per the initial complaint description. This MDR was originally submitted on 12 july 2018. Error messages were received from esg/webtrader and the submission was rejected. FDA helpdesks were consulted from 12 july 2018 to the date of this submission to resolve the issue and the MDR is being resubmitted following the resolution.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported, when pulling the manufacturer's device back for removal from the patient, the device became stuck on the guidewire and snapped in half outside of the patient. Another catheter was used to complete the procedure. No patient injury occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This event is being reported because the device was removed as a system, and because the device separated outside of the patient.